Event description:
Ous MDR - the patient was diagnosed with phrenic nerve stimulation and a revision was performed. Two days later it was reported the patient was hospitalized because this lead dislodged. Another revision procedure is planned for this lead. This is all of the available information at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.